Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 01/22/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box and pump history did not find any record of deliveries, suggesting that the pump may not be in use actively. Using the returned battery cap and cartridge cap, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was between 200 and 300 mg/dl with symptoms of nausea and vomiting. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was alleged that there was an inaccurate delivery issue starting about a week prior to the call. Review of potential causes for inaccurate delivery determined that all basal and bolus deliveries were correct and as programmed. The reporter was instructed to deliver an air bolus and it was completed and recorded correctly. Review of potential causes for bg issue did not identify any issue. The reported inaccurate delivery issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemia due to an alleged inaccurate delivery issue of unknown causes.